Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The customer's age and weight are unknown.

Event description:
A (B)(6) customer obtained a blood glucose reading of 100 mg/dl on a contour next link 2.4 meter. Upon retesting with the laboratory's device, a reading of 60 mg/dl was obtained. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement meter was sent to the customer.